Event description:
It was reported that (1) device was used during a gastric / colon revision. It was reported by the rep that the tx60b form misshaped staples only in center of line. It was fired on/near prior surgery staple line. Pulled a fresh device with no more instance. There was no consequence to the pt.